Event description:
It was reported the patient's ipg was inoperable, which was also confirmed by manufacturer representative. In turn, the scs ipg was explanted and replaced. The issue has since been reportedly resolved and patient has effective therapy.